Event description:
The following was reported to hamilton medical ag: -low oxygen alarm -oxygen cell issues no patient harm as it did not occur during ventilation.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: low oxygen alarm; oxygen cell issues. No patient harm as it did not occur during ventilation.